Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings, cause was unknown. Low bg was addressed by consuming carbohydrates. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer's bg level for this issue was 212-217

Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure. B5: replace b5 statement. H6: remove medical device - problem code 2582. B5: replace b5 statement. H6: remove medical device - problem code 2582.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings, cause was unknown. Low bg was addressed by consuming carbohydrates. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Lastly, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's bg level for these issues was 212-217 mg/dl.